Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he had a low blood glucose level and fell down. Customer broke his belt clip after falling. The customer's blood glucose reading was 47 mg/dl; he treated with food. Customer declined to troubleshoot for the low reading. No further details were provided.